Event description:
Reference number (B)(4). Event occured in the united states. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. It was reported that the patient experienced a detachment of their infusion set tubing event on (B)(6) 2025. The infusion site was located on the abdomen, and the pump was positioned in close proximity to this site. The point of detachment was identified as the tubing connector. Regarding the duration of use, the infusion set had been in place for an unspecified period, potentially ranging from a short time to several days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2. E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.